Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered an incorrect carbohydrates amount into the bolus menu, and delivered an extended bolus. Reportedly, blood glucose (bg) level was 55 mg/dl, and the customer requested assistance from tandem technical support in cancelling the requested bolus. Review of the bolus history verified that the bolus of 3 units had been fully delivered to the customer. Recommendation was made to consult with health care provider (hcp) regarding diabetes management.